Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by the health care professional it was stated that the consumer experienced pain in her right eye for wearing contact lenses longer than the normal over the weekend, for which consumer visited physician and underwent slit lamp examination which revealed that epithelium defect with infiltrate inferior to pupil and was diagnosed with an unspecified corneal ulcer in the right eye and was advised to discontinue contact lens use until it heals, was prescribed with ofloxacin ophthalmic solution one drop every hour in the right eye until next follow-up visit. In the next follow-up mild improvement was observed and advised to continue ofloxacin one drop every hour. On the second follow-up visit slit lamp showed persistent epithelial defect with infiltrate and switched to tobramycin-dexamethasone ophthalmic drops one drop four times daily and on the third follow-up visit slit lamp showed epithelium is improving and continued ofloxacin one drop in the right eye every three to four hours. The current status of the consumer¿s eye is symptoms resolved at the time of this report. Additional information has been requested but not yet available. This is a bilateral complaint; however, this file pertains to the right eye.